Event description:
During a lung scan after the posterior view had been taken, while rotating counter clockwise from head one at 180 degrees to 0 degrees, the collimator on head one came off and fell onto the patient at approximately 100 degrees. The reason the collimator came off was because the clamps had only closed half way on head one. Heads 2 and 3 clamped properly. The medium energy collimators were loaded just before the start of this procedure.